Event description:
It was reported by the patient that post op a gastric bypass procedure; the patient experienced an allergic reaction and has requested the staple composition for the device. The date of surgery was (B)(6) 2010 and shortly thereafter the patient had a rash everywhere on upper and lower extremities and trunk. The patient has been receiving steroid injections, topical medication and allergy medications from the dermatologist. A competitors circular stapler was used during the case as well.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The material composition from the device was provided to the patient.as of (B)(6) 2010, she is currently on oral steroids and has been for the past few weeks; the steroids are working. She has not undergone any allergy testing at this point and is unsure of the next steps.